Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated three times at 14 atmospheres (atm), 14atm and 12atm for 30 seconds. However, after third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.